Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level. The blood glucose at the time of the incident was 39 mg/dl and the current blood glucose is 140 mg/dl. Troubleshooting was not able to resolve the issue. Advised customer to avoid exposure to any strong magnetic fields associated with MRI. The device will not be returned for analysis.